Event description:
(B)(4) during a hysteroscopy we were attempting to use the myosure lite handpiece. This is a disposable handpiece that hooks into the myosure machine. Once hooked up, the surgeon started to use it and it was making a loud cranking noise like it was bogged down inside the cord. Another device was retrieved and it did the same thing. Product failure on handpiece. Retrieved a second handpiece and had the same issue. No harm to patient. Surgeon finished case using curettes. Service rep notified and will pick up defective devices. Last preventative maintenance on myosure machine was 3/2023. Next pm due 2/2024 by clinical engineering. Myosure hologic (B)(4). Reference reports: mw5151899, mw5151901.